Event description:
The customer reported the sensor is too rigid to keep in place and there was an interruption in monitoring. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection found sliding neck tape at the sensor end, causing exposed conductor jackets. The device passed continuity tests, no short or open was detected and no intermittent short or open was detected when sensor is manipulated. A lab cable and the returned sensor were tested on a simulator for 15 minutes continuously and no problem was found, able to obtain spo2 and pulse rate values throughout the entire test. The sensor is functioning electrically as designed.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the sensor is too rigid to keep in place and there was an interruption in monitoring. No patient impact or consequences were reported.